Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that a rt212 adult inspiratory heated breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt212 adult inspiratory heated breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt212 adult inspiratory heated breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of the product. Results: the customer reported that a rt212 adult inspiratory heated breathing circuit failed the ventilator leak test before use. Visual inspection of the photograph revealed that the feedset of subject rt212 kit chamber was still on the feedset winder. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. However, the leak the customer experienced is most likely due to the feedset not being connected to a waterbag. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt212 adult inspiratory heated breathing circuits are also visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'